Event description:
On 7/7: customer reports female outpatient having a CT chest with contrast. IV access was the right ac with a 22ga angiocath. Optiray 320 prefilled syringe loaded into the injector (syringe discarded, unk lot number and expiration date). Injection protocol was 2ml per sec/100ml volume. Upon injection, approximately 97ml infiltrated into the arm. Pt arm elevated and ice pack applied. Pt observed for two hours and then released to home. Customer called the pt the next day and pt stated arm still swollen, but they were fine. Customer repeated a follow up phone call on day 3 and pt stated they were doing fine.

Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer checked the error log and found errors. These codes would cause the injector to stop, neither would be considered as contributing to customer's infiltration issue. Fse tested the injector per the optivantage service manual. All systems were within specification. The a side 125ml circuit was 15 psi high, but within tolerance. The fse calibrated the position circuit to help minimize the 2048 error, cleaned the injector. Injector returned to full service by the customer.